Manufacturer narrative:
Occupation is lay user/patient.

Event description:
The customer complained of an error messages and questionable inr results on coaguchek xs meter serial number (B)(4). The received error messages related to not dosing the test strip properly. The customer retested and was able to get a result. The customer also tested on the meter at 6:15 a.m. And got a result of 4.1 inr. The customer was tested by a laboratory using the dade innovin method at 11:15 a.m. And the result was 3.0 inr. No treatment was necessary. No changes were made to the customer's coumadin dose. The customer's therapeutic range is 2 - 3 inr. No adverse event occurred. The customer is documented as being "healthy." The customer is not anemic or polycythemic. The customer is not on heparin or other direct thrombin inhibitors. The customer does not have antiphospholipid antibodies. The customer has not had any medication changes, no recent illness and no dietary changes. The customer is not experiencing any symptoms of high inr. The customer returned the meter and test strips for investigation. The returned test strips were tested with comparable retention test strips on internal reference meters. Additional measurements were performed with master lot #28632180. (B)(6). The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (1.8 - 2.8 inr). All measurements were without error messages. The maximum difference between measurements was 0 %. No information was provided in the complaint that would point to a cause for the result discrepancy. Retention test strips (lot 297787-21) were tested in comparison to master lot #28632180. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification the investigation did not identify a product problem. The cause of the event could not be determined.